Manufacturer narrative:
Date of event is an unknown date in 2021. PMA/510k: this report is for an unknown screwdriver/unknown lot. Part and lot number are unknown; UDI number is unknown. Reporter is a synthes employee. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a complex spine revision to extend a construct, the torque limiter 10nm wasn't torqueing upon final tightening of the set screws, which led to stripping of three t25 screwdrivers. Additionally, upon tightening a parallel connecter, a t15 screwdriver was also stripped. There were no patient consequences. This report is for an unknown t15 screwdriver. This is report 5 of 5 for (B)(4).